Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced multiple failures. The customer clarified that their system would "lock up", not allowing them to print, admit or discharge patients, or access the full disclosure tab. Live waveforms still work. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) experienced multiple failures. The customer clarified that their system would "lock up", not allowing them to print, admit or discharge patients, or access the full disclosure tab. Live waveforms still work. No harm or injury was reported.